Manufacturer narrative:
Result of investigation: vyaire medical was unable to verify the customer reported issue. The ventilator was hook up to a known good power source, patient circuit and hook up to a 50psi o2 (oxygen) outlet. Unit passed 200 hour of extended testing without any error or unusual alarm condition. Several patient outlet port leak test was performed after extended run, ventilator passed with no issue. Ventilator passed initial final test and initial alarm volume test without exception using automated test fixture which check the total functionality of the ventilator. Unit was opened and inspected, no anomalies found. Process ventilator through service to meet all factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that the revel ventilator failed on a patient the screen flashed and blacked out. The patient was placed on a different ventilator. The customer confirmed that there is no patient harm associated with this reported event.